Event description:
Larry states, the patient was transferring from the chair to a commode. She hit the joystick which made the chair reverse, left from under her and she fell. End user was hospitalized, but is back in the facility now.